Event description:
Patient revised for pain and polyethylene wear.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the femoral head product/lot combination since its release for distribution. Lot information was not provided for the associated liner. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. The investigation has also determined the liner product code is now obsolete. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.